Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ac indicator on the power module illuminating yellow and a click noise was confirmed via analysis of the returned power module. The returned power module was evaluated by service depot. During testing, the returned unit was powered on and upon powering on the unit the ac indicator illuminated yellow and a clicking noise could be heard from the unit, confirming the reported event. The unit was disassembled to inspect the internal components, and the issue was isolated to the power supply printed circuit board (pcb). The damaged power supply pcb was replaced, and after replacing the pcb the unit was functionally tested and passed all steps of the test without any issues or atypical alarms produced. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The damaged power supply pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of returned power supply pcb further isolated the issue to a compromised component. Circuit analysis revealed that the correct voltages were not being output from the compromised component. The component being compromised and not outputting the correct voltages would result in the reported event. The reported event was determined to be due to an issue with a compromised component on the power supply pcb; however, a root cause for the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on (B)(6)2010. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. This section also states that the power module internal backup battery provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: the battery clip connector was observed to be damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a flickering ac power light and a clicking noise coming from the unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. It is unknown which device the patient was implanted with at the time of the event/there was no patient involved in this event. The PMA# provided is associated with most recent approval.